Event description:
Customer reported receiving a button error alarm on the insulin pump. Customer's current blood glucose reading is 248 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump had an intermittent button response due to corroded keypad traces. No button error alarms noted. Insulin pump received with a cracked reservoir tube lip, minor scratches on display window and cracked case near display window corners noted during visual inspection.